Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s pump screen was scratched and difficult to see, the buttons are harder to push, and the pump was slower to rewind. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return is required for mmt-1884l.

Manufacturer narrative:
All buttons function properly. Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test. No unexpected rewind slow anomaly or keypad button anomaly noted during testing or in pump history. The j1 connector on pcba1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. Motor passed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay, minor scratched lcd window. In conclusion, pump passed all testing required and no unexpected rewind/button keypad anomalies noted during testing. Minor scratched lcd window confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.